Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands misdeployed numerous times as the bands rolled over each other before deployment. A second speedband superview super 7 was used; however, the same problem occurred. It was reported that the patient had variceal popping and bleeding. It was not reported how the bleeding was resolved, but it was reported that there were no surgical interventions performed. The device was removed from the patient and the procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the devices. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.